Event description:
The customer reported to philips that the current battery was older than two years and requested a new one. The device was not in use on a patient; as indicated by the initial reporter answering the safety questions during service order initiation.